Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed sensor error and that the customer experienced high blood glucose levels due to difficulty with insertion of the infusion set. The customer stated that the insulin pump alarmed no delivery, and when she changed the infusion set out, everything was fine. She stated that she was treating with insulin, but the blood glucose levels did not lower. She declined troubleshooting for the device, advising that the insulin pump worked fine. During the sensor issues, the blood glucose reading was in the 150 mg/dl range. She stated that since the sensor and calibration error alarms occurred, she had removed the sensor and discontinued sensor use. She also declined troubleshooting for the sensors, advising that she was going to wait until she got new sensors. She was advised to monitor the continuous glucose monitoring system. Nothing further reported.